Event description:
Allegedly broken plate due to non-union. Possible infection.

Manufacturer narrative:
Conclusion: no failure detected and product within specification.the complaint was reviewed and analysis showed no trend for item/lot. X-rays were provided and reviewed. Photographic images were made of the returned product.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.